Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed in which the pump and cuff were removed and replaced with new components. The pressure-regulating balloon (prb) was drained but retained in the body. The physician believes that the device contributed to the condition, noting that it was no longer functioning. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed in which the pump and cuff were removed and replaced with new components. The pressure-regulating balloon (prb) was drained but retained in the body. The physician believes that the device contributed to the condition, noting that it was no longer functioning. There were no further patient complications reported.